Event description:
Catheter on hickman subcutaneous port broke off and migrated from pt's left subclavian vein to pulmonary artery. Port and catheter were removed with no complications. Cause of break is unknown.